Event description:
It was reported that a 53-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed a little bubble on the bottom of the right breast. The breast is malformed and sits different at the bottom. Additionally, she has allergy symptoms such as sneezing and a runny nose. Her toes and fingers are white and numb. Due to the complications, she consulted with a medial professional who noted the right breast had abnormal size and position. Mammogram imaging was performed. Findings suggested a possible rupture to the right implant. Allergy testing was performed and was negative for allergies. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-10068 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 08, 2022, mentor received additional information. The patient was diagnosed with baker grade IV capsular contracture of the right breast. As a result of her complications, the patient underwent bilateral removal without replacement on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).